Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 343-555 mg/dl. Elevated blood glucose was addressed with a manual injection and bolus from the pump. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery.